Event description:
Reportedly, during follow-up on the implant with inductive telemetry the real time egm on the top of the screen was not displayed on the programmer. Physician was able to program the device and no issue was identified in the measurements. User reportedly performed several interrogations with same results.

Manufacturer narrative:
The review of provided data highlighted that on (B)(6) 2023, the absence of real time egm on top of the screen during pacemaker follow-ups is due to the absence of ble (bluetooth low energy) communication. The real time egm is displayed when the ble communication is activated. If ble communication cannot start, the programmer communicates with the pacemaker through inductive communication and the real time egm on the top of the screen cannot be displayed. No malfunction is suspected on the programmer. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during follow-up on the implant with inductive telemetry the real time egm on the top of the screen was not displayed on the programmer. Physician was able to program the device and no issue was identified in the measurements. User reportedly performed several interrogations with same results.